Event description:
It was reported that during use, the staple jammed. Additional information states that a second stapler was used to complete the pro cedure. There was no patient harm or injury. The patient's current status is reported as "in good condition".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.